Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. The patient received a vibratory alert for charge time limit reached. It was noted that the patient was recently in an accident. There was no delay in therapy. Capacitor maintenance was performed and the charge times were normal. The patient was in stable condition.